Event description:
During a coronary stenting treatment procedure, the express2 monorail ballon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in the mid right coronary artery. The physician used an unspecified type of introducer sheath for vascular access and a whisper guidewire and a 5f johnson & johnson britetip guide catheter to cross the lesion. The lesion was predilated with a maverick2 2.0/15 mm balloon. The procedure was successfully completed with the express2 monorail balloon. No pt injuries or complications were reported. Pt status is reported as 'good'.